Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The nurse reported that they had received a box of wafers with off-set starter holes. It was unknown if the product was used and the affected quantity was also unknown. The box was discarded and there was no harm reported. Photographs depicting the issue were received from the complainant.